Manufacturer narrative:
Concomitant medical products and therapy dates are added pxc141200/10874191, pxa260300/10710071, pxl161407/10684544 (implanted on (B)(6) 2013, explanted on (B)(6) 2016). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. UDI of concomitant devices: pxc141200/10874191 (B)(4). Pxa260300/10710071 (B)(4). Pxl161407/10684544 (B)(4).

Event description:
On (B)(6) 2016, open surgery through retroperitoneal approach was performed to repair the type ii endoleak with aneurysm enlargement. During the surgery, it was observed that the inferior mesenteric artery, the third and fourth lumbar arteries, and the middle sacral artery were patent. Gore® excluder® aaa endoprosthesis was explanted, and graft replacement of the infrarenal abdominal aorta was performed. The patient tolerated the open surgery.

Manufacturer narrative:
Lot 10733989/(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention with use of the gore® excluder® aaa endoprosthesis include, but are not limited to, endoleak, and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. The patient tolerated the procedure. On an unknown date, follow-up imaging revealed a type ii endoleak with aneurysm enlargement (amount unknown). It was reported that on an unknown date, a coil embolization to the origin of the endoleak including lumber artery was performed to repair the endoleak. The patient tolerated the coil embolization procedure; however, the endoleak remained and the aneurysm continued to enlarge. The physician elected to monitor the patient. On february 16, 2016, it was reported to the gore clinical specialist that the physician planned to perform an open surgery to repair the endoleak with aneurysm enlargement. It was reported that the patient has renal and hepatic cysts, which makes open surgery difficult. Therefore, the renal cyst will be treated with ethanol first, then the open surgery will be performed when condition of the kidneys is stabilized. The date of the open surgery has not been planned.